Event description:
It was reported that a patient underwent a ventral hernia repair procedure on an unknown date. On post-operative day six, swelling occurred. The swelling was huge and the skin was tense. The surgeon ordered hot compresses and pressure packs. Approximately fifteen days post-operative, the area became infected. Antibiotics were prescribed and the seroma was drained. The patient is still healing from the event. The surgeon opines that she did not feel this event was related to the mesh.

Manufacturer narrative:
Date sent to the FDA: 11/04/2009. Seroma. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.